Manufacturer narrative:
The certas valve (ID 828804) was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a certas valve (ID 828804) was implanted via l-p shunt on (B)(6) 2022 with unknown setting. After the surgery, the patient developed low cerebrospinal fluid pressure syndrome, then when physician tried to change the set pressure of the valve, the valve was rotated 90 degrees and the set pressure could not be changed. The valve was removed and replaced on (B)(6) 2022. The physician commented, "the valve pocket was peeled off with pean without using an in-line passer". The patient recovered.